Event description:
Customer called lfs in 2002 alleging ot profile meter was reading inaccurately. The display test passed on this meter. Customer reportedly did not know what was wrong with the meter. Stated that part of #7 did not appear. Customer had an incident with the car and hit their head. Readings of "171, 123 or 124" are documented (time difference unknown). Customer ate more carbs. Customer had inaccuracy issues with both meters. Customer "did not know which meter they were using."